Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the tip part of the balloon upon first inflation at 6 atm for 10 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was good post procedure.